Event description:
It was reported when the product was opened a foreign object (hair-like thread) was seen inside the packaging. The photo was taken with the product on a black background to make the foreign object visible. When the person in charge retrieves the product, the foreign object is removed (lost) and only the implant was retained.

Manufacturer narrative:
(B)(4). G2: s korea. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The following sections were updated/corrected updated: visual evaluation of returned product was not able to find the described hair like thread, as the complaint states that it was thrown away. The provided photographs shows the hair like thread. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for the reported product. Medical records were not provided. This complaint cannot be confirmed as the source of the debris cannot be confirmed. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. No actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.